Event description:
A caller reported a malfunction. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer contacted technical support, who assisted with resetting the pump. The malfunction did not recur after the reset, allowing the customer to continue using the pump. The caller was advised to report back if any malfunctions reoccur.